Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot m121970 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m121970, test base part number 190-430 / lot m121970. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot (m121970) based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Event description:
The customer reported false positive results with the ID now covid-19 assay during routine testing. The customer reported the patient was tested on (B)(6) 2020 using lot m121970 with direct tested nasal kitted swabs. Testing was not repeated on ID now. Confirmation testing was performed using the pcr. Test result was negative. CT value was not provided. The patient was asymptomatic. It is not known if both nostrils were swabbed. The customer confirmed the patient was hospitalized based on the ID now result. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.